Event description:
We have received the following additional information regarding the MFR 3002914049-2019-00002: "according to the rep the aquilex is still in use for cases. The or manager provided additional information that the system was tested by their biomed department and they were not able to reproduce the reported complaint condition. There has been no issues reported with the system in the subsequent cases."

Event description:
Complaint message: "(B)(6), clinical account manager, reporting potential adverse event (B)(6) reports she just spoke with (B)(6) the operating room manager who noted today (B)(6) 2019 dr. (B)(6) was using aquilex and their manual count did not match the system. Manual count showed approximately 5300 [ml] of fluid and the aquilex noted approximately 2500 [ml] was the deficit. They went through 5-6 bags of fluid and multiple canister changes. Their risk management team is involved and upset about this equipment. They have pulled it from their floor and will be doing the operators manual testing. (B)(6) did not have serial numbers (B)(6) noted she was told the patient is ok but did have complications. Facility did not share any further details. The facility is thinking the aquilex isn't able to keep up with multiple bag changes or many canister changes. (B)(6) noted as long as they pause the system this should work. Tech support asked (B)(6) to confirm they never powered off the system in error. (B)(6) is going to the site on monday and will meet with biomed to watch them test the system. (B)(6) noted system is the classic aquilex that was just swapped out a few weeks ago."